Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a revision procedure of competitor product on (B)(6)2013. During implantation, the augment device fractured and was removed. A bone graft was used to complete the procedure.